Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during a follow-up via remote merlin.net, non-sustained right ventricular oversensing due to t-wave oversensing was observed. Programming changes were discussed. Patient was stable and has not been to clinic yet to make the changes.

Event description:
New information received stated that programming change was made. Patient was stable.